Manufacturer narrative:
Consumer reported that primary stability was achieved before prosthetic restoraion, osseointegration was not achieved. There we're also mobility, swelling & infection concerns.

Event description:
Consumer reported that primary stability was achieved before prosthetic restoration, osseointegration was not achieved. There we're also mobility, swelling & infection concerns.